Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on an unspecified date ¿3 months¿ prior to the alert date of (B)(6) 2015. The patient was unable to provide the inaccurate results which were allegedly obtained at this time, however. The patient manages their diabetes with unspecified dosages of levemir and novalog insulin and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. ¿1 month¿ after the alleged inaccurately high subject meter reading was obtained the patient developed symptoms of ¿sweating, dizziness and imbalance¿; however the patient stated that they did not require any form of treatment as a result of this. The patient did not use another device to test their blood glucose over this period. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. Replacement products were still sent to the patient. Although during troubleshooting it was found that the patient¿s meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.